Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches. No unexpected insulin flow blocked alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter had high blood glucose level over 600 mg/dl. Customer had blood glucose level of 500 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had insulin flow block alarm. Customer was not using auto mode. The insulin pump will not be returned for analysis.